Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the superficial femoral artery (sfa). A 6x120x120 epic¿ vascular stent was implanted. The physician had forward pressure on the device at the time of deployment creating the stent to bunch up. The stent was then "smoothed out" by a post dilation balloon and another 6x80 epic¿ vascular stent was implanted. No patient complications were reported and the patient's status is fine.